Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 503mg/dl. The customer stated she was having trouble with her transmitter. Customer declined to troubleshoot for high readings. Troubleshooting was performed. The customer was advised charger may not be working and a replacement will be sent. The product was not returned for analysis.